Event description:
It was reported that during an aortic valve replacement, the doctor encountered difficulty placing the catheter. The catheter was successfully inserted through the introducer, however, resistance was felt once the catheter was through tip of the introducer. The catheter would not advance much past the tip of the introducer. As a result, the doctor placed a new introducer into the patient's left subclavian and then was able to successfully place the catheter into the patient. It was felt that either the two introducers were too close together in the right internal jugular or that the patient's vasculature was small, in which the ev could not be fully placed into the vessel with the other catheter present.

Manufacturer narrative:
Date sent to the FDA: 03/27/2008. Conclusion: the return of the product upon which this medwatch is based is anticipated. Further information received or derived from the evaluation will be provided with a supplemental 3500a form.